Event description:
Reporter noted the phaco quit working: switched out system to complete case. Posterior capsule tear occurred. Patient had retinal detachment post-op; "tppv" done. Prognosis reported as fair.